Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2 . Reference MFR. Report: 3006705815-2019-02285. It was reported patient experienced ineffective therapy approximately from (B)(6) 2019. Programming was not able to resolve the issue. Diagnostics revealed high impedance on the right side of lead readings. Both of the leads are reported because it is unknown which contacts had high impedances . To address this issue patient may be awaiting surgical intervention at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received that patient had a lead replacement and effective therapy was restored post operatively . Note: both of the patient's leads are being reported because it is unknown which lead is liable and explanted.